Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began unknown treatment for the peritonitis. Pd therapy was reported to be ongoing during the treatment. It was not reported if the patient was hospitalized for the event. On an unreported date the patient was recovered from the peritonitis. At the time of this report, dianeal therapies were ongoing. No additional information is available.